Event description:
During cardiac catheterization, it was observed by the physician that part of a previously placed iliac stent -placed (B) (6) 2006- had fractured and migrated to the descending aorta, to the level of the heart. Fluoroscopy revealed that the most cephalad portion of the right common iliac stent was missing. Dates of use: still implanted, (B) (6) 2006 - (B) (6) 2010.